Manufacturer narrative:
Correction on h6.

Event description:
It was reported that the patient experienced scrotal hernia with the ams 800 artificial urinary sphincter (aus) due to repair. The pump and pressure regulating balloon were left in situ till the repair. The previous aus was removed and a new ams 800 was placed on the left side. Additional information received stated that the right scrotal hernia will be repaired in (b(6) 2020. Also, the surgeon only explanted the cuff and old pump and balloon will be removed at the same as the repair.

Event description:
It was reported that the patient experienced scrotal hernia with the ams 800 artificial urinary sphincter (aus) due to repair. The pump and pressure regulating balloon were left in situ till the repair. The previous aus was removed and a new ams 800 was placed on the left side. Additional information received stated that the right scrotal hernia will be repaired in (B)(6) 2020. Also, the surgeon only explanted the cuff and old pump and balloon will be removed at the same as the repair.